Event description:
The reporter stated the surgeon implanted an aa4203tl toric silicone single piece lens in 2008 in the patient's right (od) eye. The lens was explanted the following month with no patient injury. The lens was exchanged for another same model lens. The reporter stated the reason why the lens was explanted is unknown.

Manufacturer narrative:
Secondary surgery - evaluation results- visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.